Event description:
A coronary stent with delivery system was successfully advanced to the target lesion in the patients right coronary artery. During the inflation attempt, a circumferential balloon rupture occurred at 7 atmosphere of pressure. It was reported that the patient arrested and was subsequently revived and stabilized. Subsequently, the patient was sent for coronary artery bypass graft surgery. There were no additional complications reported relative to this event.